Event description:
It was reported that signal loss occurred. It was determined that loss of connection was related to the mobile application. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. It was determined that loss of connection was related to the mobile application. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.